Event description:
New information received notes that interrogation was performed successfully with the transmitter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate due to no radio frequency (rf) telemetry was observed on the device. It was mentioned that the patient will present in clinic for a telemetry restoration. No patient consequences were noted.